Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4). Implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving morphine (unknown dose/concentration) and dilaudid (0.30 mg/day, unknown concentration) via an implantable pump for non-malignant pain. It was reported that on the date of implant (doi), the surgeon had to connect the catheter through her "side, left flank" and then into her spine. The patient stated that due to this, she had been "having problems with my spine" since doi. The patient stated she didn't understand why the healthcare professional (hcp) had to do this. The patient further clarified that the problems she has been having consist of "bladder issues" and "kidney issues". The patient stated they "can't pee" since doi and stated, this is "painful". The patient stated that since the doi, the pump "didn¿t work for the pain". The patient stated that she has tried to get transferred to a different healthcare facility, but stated that she was told by that hcp that they could not accept the patient. The patient stated they did a scan and stated that she was "not sure what they saw". The patient has tried to follow up with their implanting physician and request to have the pump removed, but was told that the hcp has been gone for three weeks and later stated that the hospital denied her insurance and would no longer manager her.